Event description:
A report was received stating, during 'prior to use' testing, an endobronchial tube cuff did not deflate as it was intended. There was no patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). One endobronchial tube was received for investigation. A visual inspection was performed and found that the stylet was not included. Further examination showed air contained in both cuffs. The tracheal cuff retained 2mls of air and 1ml was removed from the bronchial cuff. Both cuffs were re-inflated and deflated three times without any issues or restrictions observed. The customer reported malfunction was not verified as both cuffs functioning as intended.

Manufacturer narrative:
(B)(4).